Event description:
It was reported that the stimulation turned off at times. It was noted that it does occur daily and occurred 3 times on his way to the office. It was noted that it lasted about a minute long. It was noted that this had occurred since implant and was not adaptive stimulation related. It was noted that all impedances were good. It was noted that the patient was reprogrammed on the day of report with group b adaptive stimulation and group d without adaptive stimulation. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).